Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the belt was broken. The patient reported that the recharger was not charging up and it was noticed that connector pin was wobbly when plugged into top of recharger. The ins was depleted. Patient indicated they were only intermittently able to get to recharge screen. Belt bracket bent and broke which was pinching them causing them to bleed. The patient reported they had a lot of back pain. No further complications reported at this time.